Manufacturer narrative:
Spinefrontier investigation into this matter determined that the root cause of this occurrence was directly related to user becoming familiarized with the system. This was the surgeon's first case using spinefrontier sacrofuse posterior approach technique. This case was further complicated by the patient anatomy low posterior superior iliac spine (psis), which caused the bone needle to slip down the ilium when trying to start trajectory due to low (psis). This challenge was exacerbated by the surgeon's desire to attempt an almost percutaneous approach via a smaller incision than what's prescribed in the surgical technique which lead to higher tissue forces which pull the bone needle off trajectory. Spinefrontier product development team followed-up with the surgeon to discuss opportunities for improvement, during the follow-up the surgeon relayed that he subsequently recognizes that the starting point is critical, and concur this is part of his learn curve.

Event description:
Spinefrontier received information stating that the surgeon encountered difficulties achieving trajectory during his first spinefrontier sacrofuse posterior approach case due to the bone needle kept slipping down the ilium when trying to start trajectory.